Event description:
Patient reported "ongoing pain" , "breast deformity", "symptoms consistent with breast implant illness (bii)", "substantial suffering, loss of quality of life, and financial hardship" and "device defective and unfit for purpose". Later, healthcare professional reported "a little bit more capsular contracture on the contralateral side". Later, healthcare professional reported "depression", "anxiety", "damaged further patient's self- image which increases her negative view of herself, leading to low self esteem and exacerbation of depression symptoms" and "patient's level of anxiety regarding taking her jumpers, or any top off, has intensified, she cries every time she has to have a shower as she feels scared to look at herself or wash the upper part of her body". Later, patient reported "I felt you could see where my real breast was and the implant started", "my breasts seemed to be a different size", "my concerns for my implants have gradually become worse", "change in size and shape is dramatic and almost identical to when I had a leak there" and "there is further capsular rupture with silicone present and 'snowstorm appearance' back in 2017". Surgical intervention: total en-bloc capsulectomy, mastopexy, autologous fat grafting and muscle repair. This record is for the right side. The device has been explanted. Device status is unknown.

Manufacturer narrative:
Clarification to h6: health effect - clinical code e2402 represents the reported events of visibility/palpability ("breast deformity" and "I felt you could see where my real breast was and the implant started", "my breasts seemed to be a different size") and varied injuries ( "substantial suffering, loss of quality of life" and "device defective and unfit for purpose"). A review of the device history record has been completed. No deviations or non-conformances noted. The events of pain, varied injuries, visibility/palpability, and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture, baker grade unknown, visibility/palpability, varied injuries, pain.

Manufacturer narrative:
Correction to b6 relevant test/laboratory data: please disregard ultrasound and pathology results dated in 2012 submitted in the initial medwatch. These relate to the patient's previous set of implants. Clarification to h6 adverse event problem: un-reporting a0412 material rupture as it has been confirmed that the right-side implant was found intact. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade iii/IV; "breast deformity, asymmetry"; "suffered quality of life"; pain; "enlarged axillary lymph nodes are reactive."

Event description:
Patient reported "ongoing pain" , "breast deformity", "symptoms consistent with breast implant illness (bii)" (not device related), "substantial suffering, loss of quality of life, and financial hardship", "device defective and unfit for purpose" and "rupture". Later, healthcare professional reported "a little bit more capsular contracture on the left side on the inferior pole", "the discrepancy here is based on the fact that this was the side that she had the long-standing rupture. This has caused slightly some hardening and lack of the natural ptosis of the tissue here giving it a slightly altered appearance compared to the other side", "getting smaller? Leaking again", "snowstorm appearance" and "the features are in keeping with leaked silicone in the soft tissues. This could be residue from the previous leak or a new extra-capsular rupture". Later, healthcare professional reported "depression", "anxiety", "damaged further patient's self- image which increases [their] negative view of [themself], leading to low self esteem and exacerbation of depression symptoms" and "patient's level of anxiety regarding taking [their] jumpers, or any top off, has intensified, [they cry] every time [they have] to have a shower as [they feel] scared to look at [themself] or wash the upper part of [their] body". Later, patient reported "I felt you could see where my real breast was and the implant started", "my breasts seemed to be a different size", "my concerns for my implants have gradually become worse", "change in size and shape is dramatic and almost identical to when I had a leak there" and "there is further capsular rupture with silicone present and 'snowstorm appearance". Healthcare professional later reported capsular contracture baker grade iii/IV, "intact" and "enlarged axillary lymph nodes are reactive". Surgical intervention: total en-bloc capsulectomy, mastopexy, autologous fat grafting and muscle repair. This record is for the right side. The device has been explanted.